Event description:
The patient claimed that the buttons required several presses to activate the desired pump functions. The patient alleged that the that last 2 times she has changed her cartridge and had problems after pressing ok button to load cartridge it skips to prime and the patient has to repeat the step. She mentioned that she needed to use up arrow and press ok button again for load cartridge step to be completed. Verifies that pump is functioning once cartridge is loaded. It was also noted that the patient was using alcohol to clean the keypad. Customer service educated the patient on the proper way of the cleaning the keypad. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation and the following was noted about the subject pump: all the keypad buttons are responding intermittently. And when product analysis removed the keypad they found adhesive under the contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.